Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of zero ohms. There was no noise found. Boston scientific technical services (ts) discussed troubleshooting options. The health care professional (hcp) would continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.